Event description:
Info received indicated that the siderail would not latch.

Manufacturer narrative:
The hill-rom technician found that the operators were forcing the siderail up and down which was bending the latch cover. He removed the latch cover and straightened it back out to resolve the issue.